Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) had a blank display. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and could not duplicate the reported malfunction and no components were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).